Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site reported that after taking an automatic registration, the accuracy was off 2 millimeters in depth and then later 2 centimeters off medial/lateral. The site respun the patient with no resolve. The site had tried reverifying instruments. The manufacture representative reported no bump to reference frame mounted on perc pin. The frame was draped at the base during imaging system spins. The site tried working towards and away from the frame with no change. The site swapped to fluoro workflow to continue with the procedure. This issue occurred intra-operatively. Patient impact and surgical delay information was not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received for a concomitant product mentioned in section d10 and here in h11. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9730605 , serial/lot : , ubd: unknown, UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a minor delay to the case.

Manufacturer narrative:
H3, h6: software was returned for analysis. There was insufficient information to determine root cause of reported behavior. Sw logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.